Event description:
It was reported that the insulin pump was not delivering insulin, and the customer was experiencing high blood glucose over 250mg/dl. Checked the bolus history and found low reservoir and low battery alarms. It was mentioned that motor moved slowly and loud when the customer rewinds the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.